Event description:
There were procedural complications noted. A type a dissection less than 10mm was noted in the left main and a 10-20mm dissection was noted in the ostium of the left anterior descending. The pt was initially admitted with stable angina pectoris in 2007. The pt had lesions in the posterior descending artery, mid circumflex artery, left main branch, proximal circumflex, and proximal left anterior descending branch. The posterior descending artery was type b1 and restenotic (unk cypher) with a lesion length of 18mm and a vessel diameter of 2.5mm. The mid circumflex artery was type a, de novo and had a lesion length of 13mm with a vessel diameter of 2.5mm. The left main was a bifurcation of the proximal circumflex and the proximal left anterior descending artery. It was type c and de novo with a lesion length of 13mm and a vessel diameter of 3mm. The proximal left anterior descending artery was type b2 and de novo with a lesion length of 18mm and a vessel diameter of 2.75mm. The proximal circumflex was type b1, de novo and ostial with a lesion length of 13mm and a vessel diameter of 2.75mm. The pt had a 2.5 x 18mm cypher select plus stent implanted in the posterior descending artery at 18atms, a 2.5 x 13mm cypher select plus stent and a 2.75 x 13mm cypher select plus stent implanted in the mid circumflex at 18atms, a 2.75 x 13mm cypher select plus stent implanted in the left main bifurcation at 20 atms to treat a dissection, a 2.75 x 18mm cypher select plus stent implanted in the proximal left anterior descending at 16 atms to treat a dissection and a 2.75 x 13 mm cypher select plus stent implanted in the proximal circumflex at 20 atms.

Manufacturer narrative:
On august 31, 2006 the pt had two cypher stents implanted. The first one was a 2.75 x 18mm cypher stent which was placed in the proximal left anterior descending branch and the second one was a 2.5 x 13mm cypher stent which was placed in the proximal left circumflex. Due to the fact that this pt had two add'l cyphers placed within these same lesions in 2007 it is implied that these cyphers were placed due to restenosis of the stents that were initially implanted in 2006. It was also noted approximately four months post index procedure the pt was re-admitted to the hospital with chest pain and elevated troponin. The pt was transferred to another hospital for an angiogram and possible intervention. The pt was found to have 90% restenosis in the ramus branch, which was treated with a 2.5 x 8mm endeavor stent. An angioplasty of the left circumflex ostium was also performed using a powersail balloon with 10% residual stenosis. During a six month follow-up on the pt reported experiencing angina pectoris. The pt's medications include the following: aspirin (pre and post procedure), clopidogrel (pre and post procedure), statins (pre procedure), ace inhibitors (pre procedure), beta-blockers (pre procedure) and angiomax (intra procedure). Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of six product involved with this adverse event in which associated MFR report numbers are 9616099-2007-01268, 9616099-2007-01270, 9616099-2007-01271, 9616099-2007-01418, 9616099-2007-01419 and 9616099-2008-00556. Add'l info will be submitted upon 30 days of receipt.